Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced redness, pain, and recurring infection at the percutaneous endoscopic gastrostomy (peg) stoma site. The patient had 3 rounds of antibiotics for the stoma infection, the first course of antibiotics was levofloxacin. The patient also had 2 rounds of antibiotics cleocin. On (B)(6) 2016, the site was changed as the stoma site did not heal completely.